Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the (B)(6) observed the valved trocars leaking during several vitreo-retinal procedures. The procedures were completed no reported harm to the patients. The product samples are not being returned. No additional information is expected. This is four of four reports of this event.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. A device history record review for each of the component lots was conducted. The device history record review does not point to a root cause because the lots were reprocessed and the product was released in accordance with all product acceptance criteria. No additional investigation is required based on device history. A complaint history examination indicated that this was the first complaint received against the components of the reported final lot. The root cause of the customer¿s complaint was not known, a sample was not returned for the investigation. However, an investigation has been initiated to identify a corrective and preventative action for complaints of this nature. (B)(4).